Manufacturer narrative:
Alleged failure: piece of the serfas 90-s cruise "head" broke off intraoperatively. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be an excessive force used when inserting or removing the probe, the probe inserted into the obstructed passageway or any forceful impact to the tip of the probe with rigid objects. The probe used as a tool for mechanical displacement of tissue or bone, or to pry/torque or scrub. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke during procedure. The piece was retrieved.

Event description:
It was reported that the device broke during procedure. The piece was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.